Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
As reported: "during a left reverse shoulder arthroplasty, while implanting a screw in the humeral head (in the glenosphere), the tip of the screw driver head broke off the screw driver. This was a new screw driver opened for the case. Decision to leave it in place was made"